Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to circuit and controller board issue. A field service associate replaced the circuit boards and the controller board for the drawers to resolve the issue. The system functioned as intended after the field service associate troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.